Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. Customer's blood glucose was 300-400 mg/dl. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Low bg cause was not known. Customer drank orange juice to address bg. Customer resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.